Event description:
It was reported that the left ventricular (lv) lead was repositioned. The reason for the re-positioning was not available. The patient is in the panorama I study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Icq09b x2 implantable pacing leads: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.